Event description:
Following the pt's death, the device was explanted. Based on the data collected, it seems that an fv has not been treated.

Manufacturer narrative:
Conclusion: the electrical characteristics of the returned unit are within specifications. Review of recorded episodes showed that the device operated as specified and as programmed while implanted. The recorded long vf episodes dated 2008 was not treated because the signals were erratic and sensed with unstable intervals, which could not trigger any therapy.